Event description:
The reporter indicated that a 12.1mm tmicl 12.1 implantable collamer lens of -12.50/2.5/094 (sphere/cylinder/axis) was implanted into the patient's eye on an unknown date. Reportedly the patient experienced a low vault and the lens was exchanged. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim # (B)(4).

Manufacturer narrative:
Additional information: h3: device evaluation: lens returned in a vial; dry with residue/debris on product. Visual inspection found haptic torn with residue and debris throughout the lens. Claim# (B)(4).